Manufacturer narrative:
Corrected fields-e1- event site telephone. Updated fields- b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) and h11. Event summary and root cause evaluation- it was reported by the customer through the emergency support program (esp) that the cardiosave intra-aortic balloon pump (iabp) has a malfunction. The customer answered a return call by saying the pump was working at the time of the call. No harm or injury to the patient was reported. Esp personnel was on call to evaluate and troubleshoot the unit. When the customer was asked what prompted the call in, it was stated that the pump had stopped pumping, but the customer was unsure of the reason. Customer was asked to print an alarm log to review however it was claimed that it will be provided it later. The esp personnel did not received the alarm log to review even though the phone number was given to the customer. The unit was called 3 more times but the esp personnel was unable to get back in touch with the caller. Based on the device evaluation, the failure mode was not confirmed as there were no non-conformances identified. Therefore, the root cause is not confirmed.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding pumping - intermittently stopped. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation (e1) event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.